Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. The cause of low bg was unknown. The customer became unconscious and fell out of their bed and hit their head due to the low bg level. The customer received third party assistance from their wife, who administered a glucagon emergency kit to address bg. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues. No additional patient or event information was available.